Manufacturer narrative:
Technician found that the head will not raise due to shorting in right intermediate cable. Replaced the cable to resolve this issue. Bed found in the micu.

Event description:
Info received indicated that the head will not raise when operated from right siderail. No injuries alleged.